Manufacturer narrative:
Returned device was received in decent physical condition. The device had a cracked bottom ase in the battery bay and a right plunger case. No evidence of reported problem in event log was found. During the evaluation of the device, the speaker was making a rattling noise during the power up process and testing the speaker. There was debris found stuck inside the speaker. This was likely caused by normal wear as the pump is over 14 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with an audible alarm. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the pump. Three delivery tests were performed and were found to be within specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Oracle ro 1072008: fail accuracy - 12.45%. Additional information received on 26-jun-2020: no patient involvement. Event details updated.